Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient fell out of bed. The patient also reported they felt a little lump on the back of their butt near the ins area and that they had been having leakage since 2017. No further complications were reported as a result of this event.